Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-jun-2022 to 28- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding and displayed black screen due to the failed all-in-one. A field service engineer verified the station and replaced the affected component all-in-one and performed functional test ran diagnostic to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding and displayed black screen prevented the user to access the medication prior to procedure. A customer stated that they were unable to read anything which posed a large problem for the user. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device black screen due to failed all-in-one. A field service engineer verified the station and replaced the affected component all-in-one to resolve. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system displayed black screen prevented user from accessing medication prior to procedure. A customer stated that they were unable to read anything which posed a large problem for the user. There were no adverse events or injuries reported based on this event.